Event description:
An impella 5.5 was inserted via right axillary subclavian arterial access in a 54-year-old female with heart failure and cardiogenic shock (cgs), scai stage d, secondary to acute decompensated chronic non-ischemic cardiomyopathy. The patient required inotropic and vasopressor support at the time of device placement. Post-procedure, a small hematoma was noted at the axillary access site the prior afternoon, with subsequent increased pain and tingling in the affected arm. The patient was noted to have subtherapeutic anticoagulation, with ptt remaining at 47 despite escalation of the bivalirudin infusion, raising concern for bivalirudin resistance. A pressure bag was applied at the access site, analgesia was reassessed, gabapentin was initiated, and pharmacy consultation was requested regarding anticoagulation management. The clinical team reported no immediate concern at that time. The patient experienced hematoma and pain. The use of large-bore axillary arterial access, underlying cardiogenic shock, vasoactive medications, and anticoagulation challenges are known clinical and procedural factors that could have caused or contributed to the reported event. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. The patient survived.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pain/sepsis/anemia/tachycardia/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Hematoma/ asae: the cause of the hematoma was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related due to patient movement as transthoracic echocardiogram (tte) showed tip of catheter remains adjacent to mitral valve (mv) after the patient started was moved to the bed after vomiting. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6 codes were updated and additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received; b1, b5, h6 updated based on the information received from the clinical site.

Event description:
It was reported that the patient had notable drop in hemoglobin. After discussing with medical team, patient spiked a fever and seems to be suspected to have bacteremia. Being given 1 unit of packed red blood cells to treat hemoglobin. Impella position and site is normal with no changes per medical team. Unable to rule out source of bacteremia; possible to be from impella site. Increase in ventricular tachycardia when the patient was sitting forward in chair, resolves with sitting back. The patient is asymptomatic. Transthoracic echocardiogram, (tte) shows pump remains in good depth and decent orientation, unchanged from previous ttes. Of note, fever free for 24 hours and all cultures remain no growth to date. Team no longer concerned that bacteremia is impella-related.